Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin cartridge was leaking after a supply change, leading to difficulty lowering blood glucose until a subsequent supply change was completed without issue, and the user was advised to monitor for insulin leakage. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed a suspected connection issue between the cartridge and connector consistent with a cartridge leak; after a new supply change, no further issues were reported. It was concluded, based on previously established findings for similar reports, that the cause was likely user-related handling or connection issue.